Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was an average discrepancy of >140 points. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a, b, c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).